Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump time was intermittently inaccurate. Reportedly, the pump would run about 1 minute behind each day and reported the time on the pump was 20 minutes behind at the time of the report. Upon follow up on (B)(6) 2017, the customer confirmed that the pump time was successfully changed back on (B)(6) 2017; however, the customer reported the pump time was 2 minutes behind. There was no information provided regarding the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.